Event description:
During total knee replacement the ats 2000 tourniquet malfunctioned: 1. Lost pressure intraoperatively, low pressure alarm sounded, normal function resumed. 2. Hi pressure alarm sounded and unit lost pressure. Removed and replaced.